Manufacturer narrative:
Findings: pump had loose/protruded drive support disk, minor scratched display window and cracked reservoir tube lip. Pump unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor alarm noted. Pump passed idle current test, run current test and displacement test. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test and no delivery test due to prime anomaly.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 90 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.